Event description:
It was reported that a compact 5500p cvx ultrasound system was unavailable during a critical procedure. The ultrasound system was utilized to assist in managing the patient¿s resuscitation. The system was replaced to complete the procedure. There was no harm to the patient or user associated with this event. The philips field service engineer evaluated the system and conducted a hardware and battery test, which passed. The system has been taken out of service. Philips has started an investigation, and upon completion, a follow-up report will be submitted.